Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-dehp i.v. Catheter extension sets leaked from an unspecified location. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition; no evidence of leak was observed. Due to the nature of the sample, no additional testing could be performed. The reported condition could not be verified during photo inspection. Should additional relevant information become available, a supplemental report will be submitted.